Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 421 mg/dl. The customer stated that she was not feeling well. The customer stated that her caregiver was there with her and she had to change the set right away. The customer corrected with a 6 unit bolus. The customer was walked through the set change and the cannula was bent. The customer was unable to troubleshoot. The customer was advised to check blood glucose in half an hour and take another correction for blood glucose to go down.